Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient's mother reported the needle mechanism had fully deployed before the pod was able to be used. No impact to the patient's glucose level was reported. A new pod was placed.